Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 8mmx3mm target lesion was located in the right coronary artery (rca). A 3.00x12mm promus element ¿ drug-eluting stent was deployed in the target lesion; however, a dissection was noted. The procedure was then completed with a different device. No further complications were reported.